Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The reported patient effect of dissection are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as an adverse event that may be associated with pci treatment procedures and the use of a stent in native coronary. A conclusive cause for the reported dissection, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and moderately tortuous lesion in the left anterior descending artery (lad). Pre-dilatation was performed using a balloon dilatation catheter followed by deployment of a 4.0x38mm xience sierra drug eluting stent (des). After post dilatation it was noted that a distal edge dissection occurred. A 3.25 x 33mm xience sierra was deployed to treat the dissection and the procedure was completed. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.